Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) of 34 mg/dl. Customer adjusted personal profile setting and consumed carbohydrates to address low bg. However, after adjusting the pump settings, bg would elevate. Suspected cause of event was due to the customer¿s personal profile requiring adjustments. Technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.